Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration. The lead was reported to have migrated to the ipg site, which was confirmed via x-ray. The patient underwent surgery in which the lead was replaced. Effective therapy was restored post operation.